Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately fifteen months post tka, the female patient experienced chronic pain. Patient had a revision 8 days later. The event is possibly related to the device but unlikely related to the procedure. No additional information is available or forthcoming. The device is not available for evaluation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the fracture and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately fifteen months post tka, the female patient experienced chronic pain. Patient had a revision 8 days later. The event is possibly related to the device but unlikely related to the procedure.